Event description:
It was reported the pt lost motor function in his legs and feet the evening the scs system was implanted. It was determined the pt developed a blood clot at the lead site. The pt's scs system was explanted the following day. Follow up revealed the pt has regained motor function and is able to walk.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.